Event description:
The customer reported the battery is not charging on ac power. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by a third party engineer and the issue was verified. The ac power supply was found to be defective and to be responsible for this malfunction.